Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer reported that the insulin pump had shut off and suspended insulin delivery when their sensor glucose reading was 69 mg/dl while their blood glucose level was 79 mg/dl. Troubleshooting was performed. The customer also had sensor discrepancy with a blood glucose level of 72 mg/dl and a sensor glucose value of 44 mg/dl. The customer¿s current blood glucose level was 82 mg/dl. The customer stated that insulin delivery was suspended due to a low sensor glucose of 62 mg/dl. The suspend on low limit in the sensor setting was 80 mg/dl. They were advised to monitor and call back if issues persist. The product will not be returned for analysis.